Event description:
Although the event occurred on 02/2001, info did not become available until march regarding potential for MDR reporting. The customer reported that while running a hepatitis surface antigen assay, summit sample handler they observed minus ods (-0.199) in well position h2. A field service engineer was dispatched and could not duplicate the problem. Fse removed and checked the optical filter case. Checked the module transport and found a piece of teflon tape blocking the light path at well h2. The tape was a small piece of translucent guide tape under the transport fork that rolled up as plates entered the photometer, blocking the h2 well. The presence of the tape could possibly raise the reference od which is subsequently subtracted from the primary od readings which could result in a lower od valve. No death or serious injury was associated with this event.